Event description:
It was reported the pt underwent removal of their intrathecal drug delivery pump due to a pocket infection. No symptoms or outcome were reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
.